Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep states she connected the wireless external neurostimulator (wens) to the leads for implant and the impedances are normal, however when the implantable battery is connected, the impedances are "all out". Troubleshooting reviewed making sure they are all the way in the ins and that they are clear of any debris. Rep plans to try another implantable battery. Another wens was tried and it also showed normal impedance. When the second ins was used it worked fine and had normal impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they were unable to locate the device. Rep reported they did troubleshooting with no success. Hcp cleaned off, adjusted, and readjusted the leads several times. The leads worked with the ens but not with the intellis. They opened a new scs intellis and it worked perfectly. Rep noted they will look for the malfunctioned ins to send back to medtronic.